Manufacturer narrative:
(B)(4). Batch #: unknown. Investigation summary: the analysis results showed that one gst45d reload was received with no apparent damage, fully fired, and with the cartridge pan dislodged. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of user error, the instructions for use do contain the following: "caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard." The event described could not be confirmed, as the reload was received fully fired. The following information was requested, but unavailable: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?

Event description:
It was reported that during a vats pneumonectomy, the jaws did not open after the firing. The cartridge was broken off when it was removed from the device after the firing. The cartridge pan was left in the jaw. The device was used on the lung. It is unknown how the case was completed. There were no adverse consequences to the patient. No further information is available.